Event description:
The patient reported side pain approx one week after the initial procedure. It appears that the a module separated from the b module, or was never connected properly during the initial procedure.

Manufacturer narrative:
Dr. (B)(6) performed medical intervention on 06/02/2014. Dr. (B)(6) connected the inserter to the c module and was able to mallet the c and b modules, connecting with the a module. All modules were then centered and compression was applied. The c arm was brought in and all modules were connected in perfect centered disc position.